Event description:
The device had delivered inappropriate therapy due to noise on the ventricular channel. The noise was indicative of a lead fractured. Noise was not reproducible with positioning testing, but ventricular lead impedance had dropped. The lead was replaced.